Manufacturer narrative:
Additional info b5: medtronic received additional information that the pressure increased suddenly. Heparin dosing monitored using act additional info d9: device available and return date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the pressure increased immediately after lowering the temperature. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood <(>&<)> gas flows) and the results are as follows. 272 mmhg blood side pressure drop the reason for the return was undetermined. Correction b5: heparin dosing was monitored using act. Correction d5 (oper of dev): this field has been updated. Correction d9.1 (return date): the return date has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.